Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The biopsy valve was damaged and fragments had fallen off. The shape of the broken piece matched the damaged part of the biospy valve. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the biopsy valve. The cause of the damge to the biopsy valve may be that the insertion and removal of the instrument was done at an angle, making it heavier and causing damage. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a transbronchial lung biopsy (tbb), a part of the biopsy valve fell off into the patient's bronchus when the biopsy forceps were inserted. The dislodged fragments were immediately retrieved with forceps and the procedure was completed with the same device. It was reported "the patient was in good health". There were no further reports of patient harm.